Manufacturer narrative:
The lens was removed and replaced during the same procedure. Device evaluation: the product was not returned for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
A customer reported that due to a folding issue a pcb00 intraocular lens had to be removed from the eye during the same procedure. There was no patient injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/03/2017. Returned to manufacturer: yes. Device evaluation: the preloaded insertion system was received at the manufacturing site. The plunger component was observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. The lens of the preloaded system was also returned. Visual inspection at 10x microscope magnification was performed. The lens of the preloaded system was observed cut in half. Loose particles were observed on the sample compatible with handling the lens out of the sterile environment. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to intraocular lens removal. No defect in the plunger/pushrod tip was identified. No manufacturing defects were observed that could impair functionality in the device. No assembly error and/or defect related to manufacturing process were observed. The customer's reported lens unfolding issue could not be verified on the returned sample. All pertinent information available to abbott medical optics has been submitted.